Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 15 events were reported for this quarter. Product return status - 15 devices were available for evaluation but have not yet been received. Additional information - 15 devices were not labeled for single-use. 15 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device fractured. 15 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device fractured. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 15 total events were initially reported. 15 previously reported events are included in this follow-up record.   Product return status 15 devices were not available for evaluation. Additional information 15 devices were labeled for single-use. 15 devices were not reprocessed and reused.